Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they have been having an issue with when they originally got this installed that at 3 minutes, the screen came on and said a bolus would be delivered after requesting a bolus, but now it takes up to 15 minutes to connect until it finally says the bolus has been delivered. Patient stated they spoke to someone before who said when it spins up to 90% it stops and that the boluses have been delivered and they did not have to hold the white button anymore, but it went from 3 minutes to 6 to 10 and now it's like 15 minutes. Agent walked the patient through clearing data from the app. Prior to clearing data, patient's data was 49.51 mb. Additional information was received from the patient reporting yesterday they had their pump refilled around 4:30pm and everything was working fine, but when they did their last bolus of the day, just before midnight, they were locked out for 24 hours. Patient stated now they were at 14 hours and 56 minutes left of that lockout. Patient mentioned their boluses were resetting at 1am after the recent daylight savings and were resetting prior to midnight due to daylight savings and inquired if either of these had to do with what's happening now. Patient inquired if patient services or their doctor could override the lockout because it was going to be really bad for them if they could not bolus for this long. Patient was already connected to myptm app. Locked out: boluses per day limit reached bolus duration: 3 min lockout duration: 30 min bolus restriction window: 2 boluses / 1 hour boluses per day: 24 pump time: on (B)(6) 2025 at 9:09am and patient's local time is 9:07am the issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient described waiting 3 minutes for ptm (personal therapy manager) to deliver bolus. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics and troubleshooting performed disclosed to the manufacturer representative. The actions and interventions taken to resolve the issue was the patient was referred to the manufacturer patient services for advanced troubleshooting. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.